Manufacturer narrative:
The t:slim cartridge user guide indicates that novolog has been tested up to 72 hours. Replace the cartridge every 72 hours if using novolog. Additionally, per tandem's user guide, "change your infusion set every 48-72 hours". No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the hospital due to elevated blood glucose (bg) level of 500 mg/dl on (B)(6) 2016. In an attempt to resolve bg level, the customer delivered a correction bolus. At the hospital, the customer was treated with manual injections. The customer was released from the hospital on (B)(6) 2016, with no permanent damage to the customer and the issue resolved. Reportedly, the customer uses novolog insulin in the cartridge and changes the cartridge, infusion set, and insulin every 4-5 days. Additionally, the customer's health care provider (hcp) informed the customer that the correction factor and carbohydrates ratio need to be adjusted. Recommendation was made by tandem technical support to change the cartridge and infusion sets every 72 hours per recommended labeling instructions. The customer understood and was satisfied with the information.